Event description:
It was reported that a high impedance and low output current delivered message were observed after running diagnostics on a patient's device. It was unknown if the patient had experienced a recent fall or trauma to the site. No further relevant information was received to date.

Event description:
X-rays were received and reviewed for the report of high impedance. Ap and lateral x-rays of the chest and neck were available to display a complete view of the neck and chest. Based on the images provided, the feedthrough wires appeared intact at the connector pin, and the lead pin was fully inserted. The device was placed in the patient's left chest per labeling. A strain relief bend and loop were present per labeling. Tie downs were present securing the strain relief per labeling. No obvious fractures or sharp angles were found in the images for the lead connected to the generator. It was noted that a portion of the lead was routed behind the generator and could not be assessed. Based on the images provided, there was no obvious cause for the high impedance, although the presence of micro-fractures could not be ruled out. No surgery has occurred to date. No additional relevant information was received to date.

Event description:
An implant card was received for the patient's high impedance. The implant card noted that only the generator was replaced, and impedance post-operation was 3743ohms. No device is expected for return as historically the site discards products after surgery. No device was returned for analysis. No known revision surgery has occurred to date. No additional, relevant information was received to date.

Event description:
X-rays were received. The radiology report noted that no definite lead fracture was seen. Per the x-rays, the generator placement appeared to be normal in the left axillary chest area. Complete pin insertion could not be assessed due to the angle of the images provided. The feed-thru wires appeared normal. A strain relief bend and loop were present per labeling. Three tie-downs were present, securing the strain relief bend and loop per labeling. No obvious fractures or sharp angles were found in the images for the lead connected to the generator. Note that a portion of the lead was routed behind the generator so it could not be assessed. Based on the images provided, there is no obvious cause for the high impedance. Note that the presence of micro-fractures could not be ruled out. No additional, relevant information was received to date.

Event description:
The patient reported that he could tell something about the device wasn't working right within 24 hours after his generator was replaced. He indicated that the only solution provided by the neurologist was to turn the stimulation up until he felt the stimulation. No further relevant information has been received to date. No further relevant surgical intervention has occurred to date.

Event description:
It was reported through clinic notes that the patient's seizure frequency was much better than it was in the past but it has recently increased. The wife reported that he had two seizures in one night. The second one was quite prolonged and she thinks lasted about 45 minutes with a very prolonged atypical postictal period. No further relevant information has been received to date. No known further relevant surgical intervention has occurred to date.

Event description:
It was stated that during the patient's replacement surgery, the surgeon had tested the new generator with the old lead and impedance showed as ok multiple times. As such, the lead was not replaced at the time. At the patient's follow up appointment, high impedance was seen. It was suspected that the fracture may have been positional, so the diagnostic was also performed while the patient was supine. High impedance was still seen. No surgery has been performed to date. No additional, relevant information was received to date.

Event description:
It was reported that the patient's generator and lead were replaced due to high impedance. Product return is not expected. No further relevant information has been received to date.